Manufacturer narrative:
Product has been returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. If additional information is found from the device evaluation, a supplemental report will be filed.

Event description:
On (B)(6) 2025, the user reported receiving an "unable to proceed" alert when attempting to rewind the pump during a supply change. The user restarted the pump 3¿4 times, and the battery level was approximately 90%. The issue persisted, and a replacement device was deemed necessary. Blood glucose was unaffected during the event. The user intends to return the device.